Manufacturer narrative:
Maquet cardiovascular received the device on 01/04/2009. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. Note - the other devices in this complaint are reported in (B) (4) and (B) (4). Two lot numbers were reported for these three complaints (2 devices with 9081971 and 1 device with 25001683), but the hospital did not know which was associated with each device. (B) (4)

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro tissue welder tri-heater assembly was detached and bent. Two other hemopro kits were opened with problems as well. A fourth hemopro and a new cable were used to complete the procedure. The hospital did not report any pt complications. The products are returning.